Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the device's display was unable to be viewed. The device's display board was replaced to address the issue.